Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 800 mg/dl at the time of the incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer's blood glucose was 120 mg/dl at the end of call. The customer's mother stated that they tried treating the high blood glucose with manual injections and with the insulin pump. The customer's mother stated that she was given insulin drip. The customer's mother stated that they experienced vomiting. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother stated that there were no air bubbles, leaks, insulin and site issues, and setting issues. The customer's mother performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.